Manufacturer narrative:
Peri-implantitis is a site-specific infection that causes an inflammatory process in soft tissue and bone loss around the implant in function. The etiology of the implant infection is conditioned by the status of the tissue surrounding the implant and excessive mechanical load. No bone adherence is visible on the implant fragment, which indicated bone loss must have taken place before the event. The implant fracture accompanied by the tooth loss when removing the bridge is most likely due to the periimplantitis. Tooth loss and implant fracture happened due to periodontitis and peri-implantitis. Therefore, because a serious injury resulted, this event is reportable per 21cfr part 803. The implant fractured about 6 mm below the implant shoulder. There is nearly no bone adhesion visible on the coronal implant fragment whereas the apical fragment is embedded in bone. This implies that the implant was disintegrated down to the level of the fracture. This degradation increased the lever arm and thus the forces that worked on the implant cross-section. Upon investigation of the fracture surface no material defect or production error was detected.

Event description:
A (B)(6)-year-old male patient received a xive s plus dental implant, d 3.4/ l9.5, in regio #19 in (B)(6) 2016, restored with an implant/tooth supported bridge (#19, #20, #21). The implant was splinted with natural tooth in regio #21. #20 was a pontic. On (B)(6) 2018 the denture was removed with the tooth #21 and the implant #19, which was fractured. There is no x-ray documentation available. Patient is a smoker and experienced peri-implantitis.